Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the physician's assistant noticed after using the device several times that the hemopro jaw boot broke from the non-electrical portion and was hanging on the jaws without totally coming off. Nothing broke off or fell in the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw boot coating had a piece detaching from the tip. No adhesive was present on the exposed jaw boot. The reported failure was confirmed. (B)(4).